Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
It was reported that the right atrial lead exhibited a high capture threshold of 3.50 v, 0.6 ms in the bipolar configu- ration.